Event description:
The customer reported that an unknown number of unidentified spectrum pumps display nuisance upstream occlusion alarms during an infusion. There was no patient injury reported. No further information was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. A supplemental report will be submitted if the device is identified and returned and the investigation has been completed.